Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call pump error 38 on the insulin pump. Customer¿s blood glucose level was 78 mg/dl. Troubleshooting for pump error 38 was performed. Customer was unable to rewind the insulin pump and unable to clear the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to perform functional testings due to pump error 38.